Manufacturer narrative:
This device was used for treatment, not diagnosis. Patient¿s (B)(6). (B)(4). Implant date: unknown (approx. Three months ago). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that approximately three months ago on an unknown date; the patient was struck by an automobile and sustained a left femur fracture. The patient was implanted with two titanium elastic nails; subsequently the patient developed a 15 degree varus malunion of the femur. On (B)(4) 2016, the patient was revised due to malunion of the femur, both nails were removed. The patient underwent an osteotomy and correction of the malunion; she was revised to a plate and screws. There was no surgical delay or additional intervention required. It was reported that the procedure was successfully completed and that the patient outcome was stable. The patient healed with a varus malformation which can create problems walking. This report is 1 of 2 for (B)(4).